Event description:
It was reported that the right ventricular lead exhibited high capture thresholds; the lead was repositioned during device change out procedure. On (B)(6) 2014, the right ventricular lead was capped and replaced due to high thresholds and suspected lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.